Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a call service alarm related to the complaint was recorded. Visual inspection revealed that there was moisture in the display. The battery compartment was found to be cracked. During testing, the pump emitted a call service alarm when attempting to perform the rewind step. The load and prime steps were not able to be completed due to the call service alarm occurring with rewind attempts. A leak test was performed and a battery compartment leak was found. Corrosion was observed inside the battery compartment. The pump case was removed and moisture damage was observed on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.